Event description:
A female patient with chronic obstructive pulmonary disease, pneumonia, and acute respiratory distress was brought to ultrasound for bilateral lower extremity venous ultrasound due to prolonged bedrest. The philips ultrasound hd11 froze during the exam. The ultrasound technician had to reboot the philips ultrasound hd11 to complete the exam.